Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the first prostyle device did not engage properly [cuff miss]. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Post procedure, the devices did not seal the vessel properly [successfully placed, but didn't achieve hemostasis]. Significant bleeding occurred which resulted in hospitalization and surgical cutdown. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. Investigation of the device found that the needle to cuff miss was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported needle to cuff miss and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.